Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/09/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump would not work when the outflow tubing was hooked up and no fluid would circulate into the joint. This occurred during a case, where they checked all the tubing to make sure it was properly hooked up and it was. The case was completed by switching to a different dualwave pump. There were no delays and no harm was done to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.